Event description:
It was reported that thrombus on the device occurred. The patient had a 30mm watchman ® laa closure device implanted. After the procedure, the patient was administered anticoagulation medication, but this caused intestinal bleeding. So they began to administer double antiaggregation instead of anticoagulation medication. At the follow up three months later, a thrombus was identified on the device through the transesophageal echocardiogram. They removed the double anticoagulation and began to administer subcutaneous fractionated heparin every 12 hours. The thrombus was controlled weekly until it disappeared six weeks later. The patient is currently stable.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).